Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with customer's battery stuck in the battery compartment housing due to physically damage on casing making it impossible to remove battery. Bleeding and cracked lcd display glass was noted during visual inspection. Unit also received with cracked case-corner of belt clip rails, broken belt clip rails, cracked case all around pump and component physically damaged. In conclusion unit received with customer's battery stuck in the battery compartment housing due to physically damage on casing making it impossible to remove battery. In addition, bleeding and cracked lcd display glass was noted during visual inspection. Unit also received with cracked case-corner of belt clip rails, broken belt clip rails, cracked case all around pump and component physically damaged were also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.